Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, patient complained about infusion set that fell off during use. The patient blood glucose at the time of event was 7.0 mmol/l. The infusion set was in use for one day. Patient replaced infusion set and resumed insulin successfully. No further information available.